Event description:
It was reported that a skin reaction occurred. According to the patient, on approximately (B)(6) 2025, the patient experienced a skin reaction with an abscess, swelling, and an infection at the needle puncture site. The patient was brought to the hospital, and the skin reaction was treated with an oral antibiotic, penicillin. Other antibiotics were given too, but the parent did not remember the name of these. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).